Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level due to bent cannula. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose level. Troubleshooting was performed for bent cannula. The device will not be returned for analysis.